Event description:
It was reported that after 1 1/2 year use, a leak occur above the cuff. They clean the catheter with chlorhexidine 0.5% and alcohol 70%, because the patient is sensitive voor jodium; a new catheter is placed; catheterisation procedure, jugular technique. (B)(6) 2014 - the event occurred during use of the catheter. The device was removed due to the malfunction and a new device was placed. The catheter was implanted in (B)(6) 2012 and explanted in (B)(6) 2014. It was placed in the jugular vein. The leak was external to the patient, directly after the cuff. The event was discovered during dialysis treatment because there was air in the machine. There was no patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.